Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a line on its display. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a white line on the controller¿s display was confirmed, as the returned system controller (serial number (B)(6) ) was observed to have a white line on its screen upon being connected to power. The system controller was functionally tested and was found to perform as intended throughout all testing despite the white line. The line in the display is due to a thin film transistor being shorted, and the issue was narrowed down to the screen itself. A log file was also extracted from the controller containing data spanning approximately 1 day (01feb2024 ¿ 02feb2024 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The root cause the damage to the lcd was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.